Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0x200x150 sterling¿ balloon catheter was selected to dilate the lesion. However, the balloon ruptured at 12 atmospheres. No patient complications were reported.